Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, endocarditis was diagnosed and the valve was explanted. It was reported that the patient was on dialysis prior to the endocarditis diagnosis. No further adverse patient effects were reported.